Event description:
The following was reported through a review of the article titled ¿intracanalicular dexamethasone insert or topical prednisolone following istent and hydrus surgery for glaucoma,¿. Reportedly, following a cataract surgery plus trabecular microbypass stent system procedure in two (2) patient groups, two (2) patients presented one (1) month postoperatively with anterior chamber (ac) inflammation, which resolved with additional topical steroids (prednisolone taper). Additionally, four (4) patients had intraocular pressure (iop) spikes, which required two (2) additional medications and subsequently improved two (2) to four (4) weeks later. Furthermore, the report noted one (1) patient with a worsening history of cystoid macular edema (cme) associated with decreased visual acuity. One (1) patient developed (cme) associated with persistent iritis and subsequent decreased visual acuity. Both patients were treated with medications (prednisolone and ketorolac eye drops). Any omitted information was not provided through follow-up. Please see the attached article for additional information.

Manufacturer narrative:
Age or date of birth, sex, relevant tests/laboratory data, other relevant history- mean and mode used. (B)(4). Publication date used for date of occurrence. Implant date: estimated date based on report details. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for these device lot numbers could not be reviewed. The device identifiers were not provided; therefore, a complaint history review could not be performed. A review of the device labeling was completed. Elevated iop, impaired/decreased vision, inflammation, and edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported events could not be conclusively identified MFR# reference: (B)(4).